Event description:
The pt ((B)(6)) was implanted with an ipg on (B)(6) 2007. It was reported the pt was experiencing difficulty recharging the ipg. Surgical intervention was undertaken on (B)(6) 2011 to explant the device. No further issues have been reported following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.